Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was to be used during a bile duct stone removal procedure, performed on (B)(6) 2011. According to the complainant, when the device was unpackaged, the basket tip was found to be detaching. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was to be used during a bile duct stone removal procedure, performed on (B)(6), 2011. According to the complainant, when the device was unpackaged, the basket tip was found to be detaching. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found residue on the device. The basket wires were extended and the basket tip was disengaged and not returned. Additionally it was noticed that the guidewire lumen (side-car) presented push-back. The basket wires were examined and found to be even and not deformed, and the wire ends were without issue. The condition of the returned incident device was consistent with the complaint that the tip was disengaged. The basket wires were examined and found within specification. Additionally, during device evaluation it was also noted that the guidewire lumen (side-car) presented push-back. Reportedly, the issue was observed prior to use. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Manufacturer narrative:
Reported event of tip detaching the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).